Manufacturer narrative:
A steris service technician arrived at the facility and inspected the cycle printout for the load subject of the reported event and confirmed the cycle completed successfully. He also noted a "load test repeated" message printed on the cycle tape. The load test repeated message occurred during the vacuum pull phase of the cycle. During the vacuum pull phase it did not complete the first time so the phase was run again. During the 2nd phase the vacuum pull completed successfully. The vacuum pull phase may not complete successfully the first time due to instruments not being properly dried before being placed into the packs. The operator manual states (2-2), "failure to thoroughly clean and dry articles to be sterilized could result in an ineffective sterilize cycle." The technician inspected the unit and found it to be operating properly. He ran a leak test and lumen cycle to test parameters and confirmed the unit was running to specification. The employees involved were not wearing proper ppe (gloves) at the time of the reported event. The operator manual states (2-1)," ppe- personal protective equipment including goggles or face shield and chemical-resistant gloves. Ppe required per task will vary depending upon hazards of the task." The technician reviewed the proper procedure for properly drying instruments before being placed in the v-pro 1 sterilizer and stressed the importance of proper ppe with the facility.

Event description:
The user facility reported an operator received chemical burns on their hands while removing instruments from a v-pro peel pack. Further investigation from the steris service technician showed that two employees received burns after removing/handling the load subject of the reported event. There was no blistering present as a result of the burns. Both employees sought medical treatment, but were not administered any treatment. The employees washed their hands over the affected area and have reported that the chemical burns have completely healed. No work time was missed due to the reported event. There were no procedural delays/cancellations reported with this event.